Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient developed an infection at the midline incision site. Symptoms of itchiness and redness were noted. The physician believed that the infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and was explanted. The patient was reportedly doing well postoperatively.